Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was rebooting by itself. There were no reports of patient involvement associated with the reported issue.